Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing on the right ventricular (rv) lead. The patient sometimes places their laptop on their chest over their device which may have caused electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.